Manufacturer narrative:
Follow up report 1 (additional information): this report is being submitted to update field b5: describe event or problem, section b.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. Technical services (ts) was consulted and recommended to hover the wand in a circular motion and rebooting the programmer. Ts confirmed the programmer was compatible with the device and referred the health care professional (hcp) to the local field representative for further assistance. No adverse patient effects were reported. This pacemaker remains in service. Additional information was received that this device has not been able to be interrogate for over six years wit a programmer, this pacemaker software was appropriately updated and the was able to be interrogated. No adverse patient effects were reported. This pacemaker remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker exhibited difficulties to interrogate. Technical services (ts) was consulted and recommended to hover the wand in a circular motion and rebooting the programmer. Ts confirmed the programmer was compatible with the device and referred the health care professional (hcp) to the local field representative for further assistance. No adverse patient effects were reported. This pacemaker remains in service.